Event description:
It was reported that at device change-out, the physician was unable to get an impedance reading. Leads were re-inserted and the setscrew was re-tightened. After closing the pocket, hvli impedance measurements still could not be obtained. The svc coil was turned off and the device was re-programmed to rv to can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.